Event description:
It was reported that the amount of medication remaining in the cassette or bag did not match the reservoir volume displayed on the pump. When an attempt was made to withdraw the remaining medication, 0 ml was obtained. There was patient involvement, and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.